Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the light guide rod lens and white foreign material in the air water cylinder/ channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the foreign material in the light guide rod lens was not established and the white foreign material in the air water cylinder/ channel was likely caused to known inherent risk; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.